Manufacturer narrative:
The device was not returned for evaluation. A photo of the x-ray was provided and shows the screw shaft fractured in the threaded region. The labeling was reviewed and found to contain post-operative warnings and instructions.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for this event. Reference report 3003853072-2016-00161.

Event description:
It was reported that two pedicle screws at l1 were broken in the threaded shaft region outside of the vertebral bodies approximately 14 months post-op. A revision surgery is planned for (B)(6) 2017.